Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error with multiple different scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A bad connector was discovered and caused the reported failure. Water was able to enter the socket and then into the tube itself. This socket will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received from the initial reporter confirming that this event had no patient involvement as it was discovered during testing of various different scopes, not during a procedure.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error occurred due to a bad connector which caused water to get into the socket and into the tube. The cause of the bad connector could not be determined. Olympus will continue to monitor field performance for this device.